Event description:
It was initially reported that the patient had high impedance on systems and normal mode diagnostics (output status - limit, impedance - high, dcdc- 7 eri - no). No additional information was provided. Good faith attempts for additional information have been unsuccessful to date.

Event description:
It was reported that device diagnostics resulted in high impedance (dc dc code - 7). The patient is no longer having seizures and would like the device explanted. No known surgical intervention has been performed to date.

Event description:
Additional information was received that there was no reported manipulation for trauma that contributed to the high impedance. No x-rays have been taken. Surgery is no longer planned for the patient.